Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for replace battery now alarm and failed battery test. Customer¿s blood glucose was 22 mmol/l. Customer reported that patient is receiving a battery failed warning and she has tried 7 different batteries and none of them are working. Customer reported that insulin pump keeps alarming failed battery and replace battery now alarm. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used. Customer reported that this is not the second occurrence of replace battery now without a low battery warning. Customer put new battery however it didn¿t resolve the issue. Customer reported that she feels issue is with the insulin pump since her blood glucose have been hi all day and treated it with manual injection. Advise the insulin pump will need to be replaced. Advise to discontinue use and revert to back up plan and treat per healthcare provider instructions. The insulin pump will be returned for analysis.